Event description:
The customer reported during the procedure, the ligasure device would not seal the tissue. It is unk if regrasp alarms or end tones were heard. There was no pt injury. The site was contacted and no further info is available.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a f/u report will be submitted.